Manufacturer narrative:
The reported field event of output issue was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient expired. The patient was reported to have suffered from respiratory arrest which resulted in patient going into vt/vf. The patient received high voltage therapy with no success in converting the patient. The patient was intubated and put in a medically induced coma. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.